Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away two years ago. When the spouse was contacted he stated that he did not wish to provide details. He only stated that the medtronic made the customer's life better, but diabetes was the cause of the customer's passing. The customer had both legs amputated. The customer's spouse stated that he does not wish to have further contact from medtronic.